Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an x-ray sponge. The customer states that the threads from the gauze are loose and coming apart from the pack of gauze posing a risk in remaining in the surgical incision site. The customer reports this has occurred during a "lapchomy." The surgeon stated that he will try to remove the pieces that he sees and then he will irrigate the opening to hopefully flush the pieces out. The pt has not been given medication as a result of this. The surgeon further stated that if you just brush the gauze with your hand about 8-10 pieces of gauze come out.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.